Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the image issue occurred due to a weak lamp output. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The intensity output for the lamp was out of specification and required repair. Cosmetic deformations of the top, rear and chassis areas were also recommended for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue with the visera elite ii video system center. The issue was found at preparation for use for a therapeutic procedure. There was a brief delay, and the patient was under anesthesia at the time. The procedure was completed with the same set of equipment and there was no patient harm associated with this event.